Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: the needle could not be safety retracted after use

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 18ga x 1.88in. Insyte autoguard unit. Additionally, two photos were provided. A visual inspection of the provided unit discovered that the unit contained media indicating use. The button appeared to be activated, but the cannula was not retracting. It was discovered that no spring was present within the unit, so the needle hub was not retracting properly. The reported issue was confirmed and determined to be manufacturing related due to an incorrect equipment setting that may have caused spring damage. Quality control plan functional check samplings are performed to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended.